Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however there were issues with the guidewire, it got stuck. The issue happened 2 times and the third catheter worked well with the guidewire. No tissue was observed at the tip of the catheter or guidewire, the guidewire could not be removed as normal, it was harder to remove than usual and no other catheter malfunctions were identified. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however there were issues with the guidewire, it got stuck. The issue happened 2 times and the third catheter worked well with the guidewire. No tissue was observed at the tip of the catheter or guidewire, the guidewire could not be removed as normal, it was harder to remove than usual and no other catheter malfunctions were identified. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was disposed. It was further reported that a new guidewire and catheter was indeed opened to complete the case, as the original guidewire and catheter could not be used. Because the wire was stuck in the catheter. This happened twice, necessitating the use of two new guidewires and two new catheters. The guidewire issues occurred after preparation during the case. The guidewire was stuck in the catheter and could not be removed, which is why a new catheter and guidewire had to be used. The issue occurred inside the patient during the examination.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, which showed no abnormalities. The catheter was returned without a guidewire inserted and investigators were able to insert a guidewire without issue. In addition, they were able to move the guidewire back and forth through the catheter's guidewire lumen and the catheter's array was able to be deployed without difficulty. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave risk documentation was completed and confirmed that the event of a stuck guidewire was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on all the available information boston scientific concluded there was no problem detected with the returned catheter. The allegation could not be reproduced through investigation and no other defect was found with the returned catheter. The cause of the issue seen in the field could not be determined.